Manufacturer narrative:
The investigation for the high purge pressure has been completed. The pump was not returned for investigation. The data log shows a small gradual rise and drop in purge pressure before a 10-minute gradual rise in purge pressure, culminating in a high purge pressure alarm. The purge pressure resolved with a gradual downward trend, and the clinical team suggests that the tpa helped to resolve the high purge pressure. The cause of the high purge pressure issue was most likely biomaterial, based on data log review and clinical detail. Added h6 impact code 4644.

Manufacturer narrative:
The impella device has not been received from the customer, therefore, investigation of the device has not been possible. Should the device or any new information be received, a supplemental MDR will be filed. Instructions for use state the following: impella 5.5 with smartassist section: using the automated impella controller with the impella catheter ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella catheter. In this case, the motor is no longer being purged and may eventually stop. Clinicians should monitor motor current and consider replacing the impella catheter whenever a rise in motor current is seen.¿

Event description:
Us complainant reported the patient was on impella 5.5 support. While on support, purge pressure high/purge system blocked alarms were present. The nurse reported tissue plasminogen activator protocol (tpa) purge fluid running since 2100. Audio alarm was disabled. The patient remains on impella support.